Manufacturer narrative:
A failure analysis report was generated by an american medical systems quality engineer. The examination disclosed that the fiber cap detached (i.e., the fiber melted and parted at the cap). The examination also disclosed that the shrink tube had melted and that the jacket and the shrink tube may have been burnt which was associated with a lack of cooling. The 2090 fiber endures a higher power, has a reflective cap area, and may be subjected to more heat, especially if cooling is blocked by tissue contact. Tissue contact creates char which further insulates the cap from cooling and increases heat by absorbing energy. The heat contributes to devitrification and associated weakening of the glass, making it subject to breakage from melting or mechanical or thermal stress. Glue burning increases pressure in the cap. Energy reflected back at the fiber cap from a scope, seed, stone or otherwise may have contributed to and/or created any melting in the crater area of the fiber cap. The fiber may melt at the cap mouth resulting in cap detachment. The root cause of device failure was determined to be heat accumulation of the fiber. All pieces were retrieved from the patient and no patient injury occurred. The product labeling (product insert 0127-1410) provides warning of possible cap detachment in the patient and instruction for retrieving.

Event description:
It was reported by the customer that on (B)(6) 2010, there was fiber cap detachment at 33,199 joules while inside the patient. All pieces of the cap were retrieved and no patient injury was reported. An examination, conducted by an american medical systems quality engineer, confirmed that the cap had detached and that the jacket and shrink tube may have been burnt.